Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer.

Manufacturer narrative:
The patient's device was requested for investigation.

Event description:
The initial reporter stated they had an issue with the display for the coaguchek xs meter. The initial reporter stated the meter would not power on. Once the batteries were changed, the meter powered on but the device's display is very faint and segments are faded. No actual misinterpretation of a result occurred.